Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs for evaluation. Your reported issue of leakage from the catheter adapter was confirmed and the cause appeared to be manufacturing related. Three photographs and one 24g insyte autoguard IV catheter were returned for investigation. The sample exhibited evidence of use. A microscopic examination revealed a void in the catheter adapter, from which fluid was able to leak. The yellow material of the adapter was rounded inward at the breach, which appeared to be consistent with molding damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. Characters limit is exceeded at facility name: (B)(6).

Event description:
This is a complaint about blood was leaking from the catheter hub during use. It was reported that the catheter hub was cracked.